Event description:
It was reported that a malfunction occurred on the customer's pump. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.